Event description:
It was reported that the back rotating piece of the handle with quick coupling (small), broke off with no case impact on an unknown date. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn, as no product was received. The device history review (DHR) was reviewed and was found on lot #5324687 for spec not with product on supplier parts. The qe accepted the parts after the supplier was contacted and provided the cert. This nonconformance is not relevant to this complaint condition. (B)(4) was found on raw material and paint on bar ends. The qe accepted the material use as is for the oversize length per (B)(4) and the painted ends are reworked at point of use because 350mm of the leading end needs to be removed prior to machining and the other end is a remnant and is always disposed of. This nonconformance is not relevant to this complaint. No issues were found during manufacture that would contribute to this complaint condition. Placeholder.